Manufacturer narrative:
Additional information added to b5.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented in the emergency room (ER) for shocks from the device. Technical services (ts) confirmed the crt-d delivered inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to the patient's conducted atrial fibrillation (af). The shocks converted that patient's af. The shocks were delivered due to the rhythm not matching the rhythm ID template. This crt-d remains in service. No additional adverse patient effects were reported. Additional information was received from the field. The patient was in hospice and tachy therapy was turned off. At this time, no further information was available. This investigation will be updated should further information become available in the future.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) presented in the emergency room (ER) for shocks from the device. Technical services (ts) confirmed the crt-d delivered inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to the patient's conducted atrial fibrillation (af). The shocks converted that patient's af. The shocks were delivered due to the rhythm not matching the rhythm ID template. This crt-d remains in service. No additional adverse patient effects were reported.